Manufacturer narrative:
Patient information was unavailable from the site. No 510(k) provided as this device is not released for distribution in the united states. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the computer screen froze at the "plan" screen after importing the patient data. Although the computer was rebooted, "no signal" was displayed and the computer did not start. Because the power cord was a multi-outlet extension cord, it was disconnected from the wall outlet again and an attempt was made to reboot the computer. However, the computer did not start. The issue was not resolved even after rebooting the computer for about 10 times. Because it was near the time for procedure, the event that the computer could not be used was reported to the physician. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen multiple times during burn-in testing. No boot failures were observed. The computer passed a seatools long test, memtest86, and phd test. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.